Event description:
The complainant reported that at the onset of a therapeutic radiofrequency ablation (rpa) procedure in a patient (age and gender unknown) using the coaccess needle electrode, it was noted that the introducer when inserted into the metal attachment made by toshiba, friction occurred and the coating was peeled off the introducer.